Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. B2 ICD provided therapy

Event description:
It was reported that the patient went into atrial fibrillation while checking pacing thresholds on the left ventricular lead and was cardioverted.